Event description:
The device was used during a lobectomy procedure. Reportedly, the retaining pin disengaged and remained in the pt's cavity. The hospital has reported no pt injury occurred.

Manufacturer narrative:
The disengaged component was not available for evauation preventing us from reliably determining the exact cause for the condition reported.